Event description:
While the fse was troubleshooting an unrelated event, a non-functional differential mixing chamber motor (mc1) was discovered on a coulter lh 500 hematology analyzer during instrument verification. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse observed that the motor would not turn, and needed to be replaced. The fse ordered a replacement and returned the following day to install the differential mix motor assembly. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).